Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Occurrence: a complaint history check was performed and this is the 7th related complaint for shield does not detach as intended and the 5th related complaint for needle hub separates on lot # 0022157. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, needle hub separates) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the bd insulin syringe with the bd ultra-fine¿ needle during use when attempting to remove the shield with plyers. The following information was provided by the initial reporter: "consumer reported difficulty removing the needle shields from several syringes in current box. Stated sometimes she has to use plyers to remove the shield and when she eventually removes it, the needle hub separates."